Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified weight to the spec, crease fold, deformation, wear abrasion and encapsulation (50%-100% of the area). Voids and cloudy in the gel observed after autoclave cycle based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side ¿capsular contracture" baker grade unknown. The device remains implanted.